Event description:
User facility reported that approximately one month following a successful novasure endometrial ablation, a patient had "symptoms of endometritis" and was treated with antibiotics. Follow-up in 2009, with the physician revealed that the novasure endometrial ablation procedure was performed four months prior "without issue". Four days prior to ablation procedure, the patient was seen with "a fever, discharge, and minor abdominal pain" and doxycycline was prescribed. The day after the procedure, the patient was admitted to the hospital with "a temperature of 101 [degrees fahrenheit]". She was treated with IV antibiotics and discharged the following month. The patient was seen a week later, and was reported to have "no fever and minimal pain." A hysteroscopy and dilatation and curettage (d&c) were performed prior to the attempted ablation.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history and sterile lot records could not be reviewed for the disposable device as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is received, a supplemental medwatch will be filed.